Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow-up. During the interrogation of the pulse generator, it was noted that the right atrial (ra) lead exhibited high capture threshold measurements. The ra lead was explanted and replaced during a scheduled explant procedure. The patient was in stable condition throughout.